Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a driveline infection and acute decompensated heart failure. The patient was short of breath, had persistent wheezing, a sore throat, and generalized malaise. The driveline site had copious drainage and the infection was treated with a broad spectrum antibiotic. After antibiotic course the infection resolved. Heart failure was reported to exist prior to lvad and the decompensated heart failure was not a device related issue. The patient was treated with diuresis and symptoms resolved. The patient continued to have backup battery fault alarms. The backup battery was reseated but the alarms did not resolve. On further inspection audio on the primary controller did not appear to be functioning properly with audio tones lower than normal. On (B)(6) 2021 the primary controller was exchanged to the backup controller and a new backup controller was provided to the patient. There have been no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported acute decompensated heart failure could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications . The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.